Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This report is for the revision of primary left hip. In reporting a revision of patient's left hip on (B)(6) 2018, rep reported that the patient had been previously revised on (B)(6) 2016 at an out-of-state facility for reasons unknown. A competitor shell and stryker femoral head (liner manufacturer unknown) were revised to a competitor shell with a stryker mdm/adm liner construct, ceramic head, and adapter sleeve. Rep will be providing a 'patient packet' for the 2018 revision, and has no access to the out-of-state facility's records. As per information received via an operative report, revision was due to failed acetabular component - originally noted to be a competitor device, the hip construct was comprised of all stryker devices. As reported: "...we noted the acetabular component had a complete poly wear through in the posterior superior quadrant. There was also a slightly retroverted orientation of the acetabular component...there was noted to be several areas of osteolysis..."

Event description:
This report is for the revision of primary left hip. In reporting a revision of patient's left hip on (B)(6) 2018, rep reported that the patient had been previously revised on 12/07/2016 at an out-of-state facility for reasons unknown. A competitor shell and stryker femoral head (liner manufacturer unknown) were revised to a competitor shell with a stryker mdm/adm liner construct, ceramic head, and adapter sleeve. Rep will be providing a 'patient packet' for the 2018 revision, and has no access to the out-of-state facility's records. As per information received via an operative report, revision was due to failed acetabular component - originally noted to be a competitor device, the hip construct was comprised of all stryker devices. As reported: "...we noted the acetabular component had a complete poly wear through in the posterior superior quadrant. There was also a slightly retroverted orientation of the acetabular component...there was noted to be several areas of osteolysis..."

Manufacturer narrative:
An event regarding wear involving an unknown implant liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: review of these records confirm that multiple revision tha surgeries for loss of acetabular fixation occurred following the index implantation of an osteonics/stryker tha in 2003. At the first revision in 2016 the acetabular component was revised to a depuy cup. This went on to early failure and the development of peri-acetabular bone loss necessitating further surgery. The root cause of these failures cannot be determined as insufficient information was available -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the root cause of these failures cannot be determined as insufficient information was available. Additional information progress notes, x-rays, photographs and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.